Event description:
Health professional reported that immediately after patient was injected with 1 syringe of juvederm ultra plus xc and 1 syringe of juvederm ultra xc in the nasolabial folds and lips the patient experienced normal swelling associated with an injection at the injection sites. Approximately 3 hours post injection the patient experienced extreme swelling, redness, and allergic reaction over their entire face from below the eyes down the face and extending to the neck. The patient was referred to an emergency room where they were treated with oral and intravenous steroids and valtrex. The injecting physician speculated that the patient may have experienced "anaphylactic shock" despite no difficulty breathing due to the expanding swelling of the face and neck area. This is the same event and the same patient reported under MDR ID # 3005113652-2013-00045 (allergan complaint #(B)(6)). This MDR is being submitted for the second suspect product, juvederm ultra plus xc, also a device manufactured by allergan.

Manufacturer narrative:
(B)(4). Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. Device labeling: contraindications: juvederm ultra plus xc is contraindicated for patients with severe allergies manifested by a history of anaphylaxis or history or presence of multiple severe allergies. Adverse events: the most common injection-site responses for juvederm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising.